Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified no indication that the complaint was related to prior servicing within the review period. Visual inspection and functional testing confirmed the reported issue, with the downstream occlusion (dso) sensor not responding to applied pressure. The root cause was identified as a defective dso sensor due to corrosion. The dso sensor was replaced to correct the issue.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed to recognize cassette during preventive maintenance testing.